Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard disk drive was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that pt image data was lost. No pt or user injury was reported.